Event description:
It was reported that, the m5 overheats. There is no patient impact.

Manufacturer narrative:
H3: product analysis found that the customer complaint could not be confirmed, an incoming test could not be performed because the motor would not start. The ipc displayed error 15. The motor is defective. Incoming hi-pot test: failed. The cable is corroded. The seals, bearing and o-rings are worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.